Event description:
The customer complained of questionable ise indirect na, k, ci for gen.2 results for 2 patients tested on a cobas 6000 c (501) module. From the data provided the potassium and chloride results for 1 patient were a reportable malfunction. The initial potassium result was 4.44 mmol/l. The potassium result from another sample that was collected from the same blood draw was 3.62 mmol/l. The initial chloride result was 84 mmol/l. The chloride result from another sample that was collected from the same blood draw was 102 mmol/l. The erroneous results were not reported outside of the laboratory. The potassium result of 3.62 mmol/l and the chloride result of 102 mmol/l were deemed to be correct. There was no adverse event. The potassium and chloride electrode lot information was requested but was not provided. The sample tube for the initial potassium and chloride results was noted as having a little hemolysis present. The field engineering specialist was unable to find a root cause. He flushed the ise system. He replaced the ise tubing and conditioned the system. He primed the ise reagents. He performed ise checks with acceptable results. The customer calibrated the ises and performed qc all with acceptable results. Precision testing was performed with acceptable results. The investigation did not identify a product problem. The cause of the event could not be determined. There have been no further issues following the service visit.